Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the stylet had difficulty to advance in the right ventricular (rv) lead. The rv lead was not used and replaced on 09 dec 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of difficult to advance the stylet was not confirmed. A complete lead was returned in one piece. The stylet insertion/ removal test was performed and found that the stylet could be fully inserted and removed with no obstructions/restrictions. Final analysis found no indication of conductor fractures or internal shorts. No anomalies were noted.